Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device unused. An air bubble(s) were found in the thick wall of the needle cap. The customer stated problem was duplicated. The cause of the reported problem could not be determined. The product was forwarded to it's supplier for further investigation. Device expiration date, device manufacturing date and PMA/510(k) number are unknown, not available as no lot number was provided.

Event description:
It was reported that during the pre-use check, an air bubble(s) were found in the thick wall of the needle cap. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2022-26667. The report was submitted in error., corrected data: corrected information provided in h10.